Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation alarms indicating a failure related to the software version were observed. The device's display board was replaced to address the issue. The device's internal and detachable batteries failed to charge and were replaced. Additionally, the device's air inlet foam filter, particulate filter and muffler assembly were replaced preventatively. The device was tested and passed all final testing.